Event description:
Boston scientific received information that this patient had fainted and was inquiring about how he would know when his device would stop working. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific patient services representative informed the patient that he should contact his physician regarding the symptoms he felt as the physician might want to check the device. No other adverse events have been reported. This product issue will be updated if additional information is received.